Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the error code e433 present when powering the device on. It was found that the error code was due to a faulty high voltage power supply board the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the generator had a critical fault. During a trans urethral resection of bladder tumor (turbt) procedure the unit had stopped working and gave an error message on screen stating to restart device, and if problem persists contact olympus. The device was restarted, but the error persisted and the unit would not operate when the foot-pedal was pressed. The fault had occurred at the very end of the procedure, the procedure had been completed successfully and safely, and no more treatment was required. There were no reports of patient harm.